Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and unknown right ventricular (rv) lead exhibited a single high out-of-range shock impedance measurement. Boston scientific technical services (ts) reviewed device data and found no evidence of noise or other issues and noted shock impedance values appeared stable and within normal limits outside of the single measurement. The physician elected to continue monitoring the patient. No adverse patient effects were reported. This system remains in service.